Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/16/2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could be determined.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, it was determined that the receiver is a non-commercial product line that was not in commercial distribution during the time of event; therefore making this a non-reportable event. Please disregard the complaint reported in MFR.